Manufacturer narrative:
Product analysis: the tips of the extender are bent and one of them is cracked from what appears to be overload while trying to angle the screws. The failure is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adult deformity procedure: percutaneous screw fixation it was reported that, intra-op, the extender became dislodged from screw. The product came in contact with the patient. There were no patient complications as a result of alleged event.